Event description:
It has been reported to philips that multiple oracle java vulnerabilities were detected in the intellispace cardiovascular server during a security scan. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.